Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One unit was received for evaluation. Visual inspection of the unit noted the tubing had completely separated from the set-cap. Microscopic examination of the tubing reveals the cause was due to insufficient solving applied to the tubing during the manufacturing of the device. The operators were retrained on the process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported the the tubing of an infusor elastomeric pump detached from the device during filling. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.